Event description:
A doctor alleged that impressions taken using the take 1 advanced product had resulted in ill-fitting crowns for multiple patients.

Manufacturer narrative:
Specific patient or incident information was not provided by the doctor. The doctor stated that a new restoration was placed for each of the patients. To date, each of the patients are doing fine. A visual and physical evaluation was performed on the returned product, yielding results within specifications.